Event description:
It was reported that stent occlusion occurred. A placehit¿ biliary wallstent¿ was placed in the biliary to treat a malignant distal bile obstruction. Control cholangiogram showed that contrast flow to the duodenum was not visible. Due to the unavailability of another biliary stent, a second nitinol stent was inserted into the wallstent and a biliary drainage catheter was left through the stents. Five days later, a control cholangiogram was performed and revealed that the passage to the duodenum was very slow. It was decided to keep the biliary drainage catheter in place. The patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).